Event description:
Additional information received indicated that the patient was brought into the office and upon review the rv lead impedance was found to be chronically low and out of range. Additional evaluation found that the rv lead also exhibited intermittent periods of high out of range pacing impedance measurements of greater than 3000 ohms. A lead revision was performed and the physician noted a fracture on the rv lead near the insertion point to the subclavian. The fracture was confirmed via fluoroscopy during the procedure. Subsequently the rv lead was surgically abandoned and the device was left in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that recurrent alerts were detected for this crt-d and rv lead system as it exhibited low out of range pacing impedance measurements. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.